Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. The patient experienced a wound dehiscence on (B)(6) 2013. The patient was returned to the operating room and the wound was reclosed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.